Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25april2019. The customer troubleshot with technical support. The customer was advised to replace the central processing unit (cpu) board.

Event description:
It was reported that the ventilator had intermittent occurrences of blower temperature high error code. There was no patient harm reported. Event date not specified: estimate used.